Event description:
On 08/2000, ortho development received a complaint from co's distributor in japan that stated, "on the fifth day after surgery, the patient claimed hip pain. Then radiographically, the stem and cup were found to be disassembled. The surgeon thinks he did not tap enough to seat the head, but the family of the patient wants manufacturer's technical data." The bipolar cup (device 1 of 2) and primaloc collarless stem (device 2 of 2) were implanted in 2000 and were explanted the following week. The bipolar cup and primaloc collarless stem were replaced during the explant surgery and co's distributor overseas has not reported any problems regarding this patient since that event. The latest update from co's distributor regarding this patient was received on 09/2001.